Event description:
It was reported that in a specific stored episode, this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise, which was oversensed on the right ventricular (rv) channel resulting in pacing inhibition with observed asystole of just over two (2) seconds in duration. It was noted that the patient is pace therapy dependent and was leaving the dialysis center at the time of the episode but had no symptoms. The patient was subsequently observed in the clinic and it was noted that the issue was not reproducible until the patient took a deep breath. Boston scientific technical services (ts) reviewed the stored episode and indicated that it does look like myopotential oversensing and noted that lead measurements are stable. It was noted that no defibrillation threshold (dft) testing was performed at implant and the only other stored episode was a short run of ventricular tachycardia (vt). Ts suggested that the boston scientific representative (rep) measure the amplitude of the oversensed intervals. Ts suggested that the rep discuss reprogramming the sensitivity with the physician from 0.6 millivolts to 1 millivolt based on their amplitude measurements as this may prevent the issue from reoccurring. The device remains in-service. There were no patient symptoms or adverse patient effects.